Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing and high thresholds. This resulted in premature battery depletion. The implantable pulse generator (ipg) and lead were explanted and replaced. No patient complications have been reported as a result of this event.